Event description:
It was reported that the customer's blood glucose level was low due to customer over-bolusing. Customer declined troubleshooting for the low blood glucose level with tandem technical support as customer was aware of the cause.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.